Manufacturer narrative:
H4: the device was manufactured from january 15, 2021 - january 19, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed residual fluid inside the product¿s bladder; which suggested an underinfusion may have occurred. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified by visual inspection of the photograph. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. After the expected therapy time was completed, it was observed that the device contained residual medication that had not been delivered to the patient. The device was filled with piperacillin / tazobactam 9000mg citrate buffer for pip/taz 26.4ml in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.